Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years due to severe perivalvular mitral insufficiency. Based on the follow-up with the health-care provider, the explant was not related to any device malfunction. Per the operative report, echo now demonstrates dehiscence and destruction of the fibrous skeleton between the aortic and mitral valves with severe perivalvular mitral valvular insufficiency, pulmonary hypertension, severe tricuspid valvular insufficiency. At the time of the operation, transesophageal echo was performed which did demonstrate complete destruction between the aortic valve and mitral valve with severe perivalvular mitral valvular insufficiency. It should be noted the destruction in this area was fairly extensive, but there was no obvious purulence, and the area was completely debrided at time of surgery. The mitral valve was then excised taking care to remove any devitalized or what appeared to be infected tissue. This essentially eliminated the fibrous connection between the mitral and aortic valves. Upon reconstruction of the fibrous skeleton and placement of the homograft and new edwards pericardial valve, reassessment by transesophageal echo demonstrated no evidence of aortic valvular insufficiency, no evidence of mitral valvular insufficiency with a well seated bioprosthesis without any evidence of perivalvular leak.

Manufacturer narrative:
(B)(4). Devitalized or what appeared to be infected tissue. Device not returned. Unfortunately, the edwards device was not returned; therefore the source of the reported insufficiency could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the mitral insufficiency was due to the "dehiscence and destruction of the fibrous skeleton between the aortic and mitral valves" noted in the operative report. No further actions are possible with the available information.